Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing and confirmed product is performing as expected. Visual inspection of retain vials confirmed the product is clear with a slight amount of particulates. Batch record review indicates there were no non-conformances associated with this lot of product.